Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and tachycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 27 mm lotus edge valve which involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, telemetry indicated new left bundle branch block. Hospitalization was prolonged for further evaluation and treatment. Post procedure electrocardiogram (ECG) revealed, sinus rhythm with occasional premature ventricular complexes and sinus tachycardia. At the time of reporting the event was considered recovering.

Manufacturer narrative:
Patient identifier: (B)(6). Describe event or problem - updated patient codes - updated to imdrf coding and additional codes added impact codes - updated to imdrf coding.

Event description:
Respond edge post market study it was reported that left bundle branch block (lbbb) and tachycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 27 mm lotus edge valve which involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, telemetry indicated new left bundle branch block. Hospitalization was prolonged for further evaluation and treatment. Post procedure electrocardiogram(ECG) revealed, sinus rhythm with occasional premature ventricular complexes and sinus tachycardia. At the time of reporting the event was considered recovering. It was further reported that 26 days post index procedure, the subject presented with symptoms of shortness of breath, increased leg swelling and fatigue. The subject was hospitalized for further evaluation and treatment. The subject was diagnosed with atrial flutter. Bisoprolol and edoxaban were administered for rate control; symptoms of breathlessness improved and was stable and fit for discharge. At the time of reporting, the event was considered not recovered/no resolved. Two days later, the subject was discharged home on clopidogrel and adoxaban with recommendation to undergo dc cardioversion as an outpatient..